Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- due to the trend with the broken ria 2 reamer heads identified during post market surveillance, was raised to determine the root cause of broken head breakages. Additionally, the field safety notice were initiated to define any further action related to the breakage. Device history lot =part # 03.404.018s, synthes lot # 57p0521, supplier lot # 57p0521, expiration date: 30 apr 2030 , release to warehouse date: 30 may 2020, supplier: (B)(4), no ncr"s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown h5.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code hrx. Complainant device is returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. PMA/510(k) number: premarket submission number not available/not released. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an unknown surgical procedure for unknown reason. Broken ria 2 heads. Removed reaming rod with broken head, fragments were generated and unsuccessfully tried to retrieve with laparoscopic grasper. Procedure was completed successfully with surgical delay of 15 to 20 minutes. Patient outcome was unknown. Concomitant device reported: unknown reaming rod (part# unknown; lot# unknown; quantity: 1). Drive shaft for ria 2 (part# 03.404.035; lot# unknown; quantity: 1) . This complaint involves two (2) devices. This report is for one (1) 11.0mm reamer head for ria 2 sterile. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: g1. Investigation summary: visual inspection: the 11.0mm reamer head for ria 2 sterile (p/n: 03.404.018, lot number: 57p0521) was received at us cq. Visual inspection of the complaint device showed the prongs had broken off. No x-rays or photos were returned to confirm the prongs were embedded in the patient. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the prongs had broken off. However, no x-rays or photos were returned to confirm the prongs were embedded in the patient. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part # 03.404.018s, synthes lot # 57p0521, supplier lot # 57p0521, expiration date: 30 apr 2030 , release to warehouse date: 30 may 2020, supplier: jabil monument, no ncr"s were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d7a, h3, h6.